Event description:
It was reported that the manufacturer's representative (rep) was asked to interrogate the implantable neurostimulator (ins) at their regular visit with their managing physician. The patient had no complaints and was reporting effective stimulation. Impedance testing showed high impedances of greater than 10000 on electrode two. The cause of the issue was not determined and it was not resolved. No action was required as a result of the event since none of the programs used by the patient utilized the out of range electrode. No patient symptoms or complications were associated with this event and at the time of the report the patient was alive with no injury. The rep. Had no way of known which lead or extension was the issue. The rep. Reviewed this information with the practitioner and she decided no further action was needed at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type :programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6)2008, product type: recharger. (B)(4).